Event description:
Laparoscopic cholecystectomy - "dr (B)(6) was doing a lap chole yesterday and had issues with the clip applier. The clips fell out of the jaws and did not align properly when placed. The clips that were placed did not close in the back of the clip and left a loop. These clips were not secure, so he had to try and fire additional clips that would fully close. The clips either mis-fired and/or did not fully close. Finally, he was able to get enough clips secure to finish the case."

Manufacturer narrative:
The incident device has been returned and currently undergoing engineering evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.